Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the exhalation transducer. Covidien not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).